Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). Cusa clarity console was not returned for evaluation (as per customer, product not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Additional information recieved indicated that the incident was noted during spinal detethering procedure. There was a 10 minute delay in surgery due to weak suction with no adverse consequences to the patient. Patient was fine after surgery.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a brain tumor resection, suction and irrigation of the cusa clarity console were weak and not working well. They found two (2) little bolts on the floor by the cusa and figured that the bolts were part of the latch on the cusa that holds the irrigation cassette in place. Without the bolts, the cassette was not closing properly. They were able to troubleshoot the cassette and reprime and got it to work. They used the same unit to complete the procedure. There was no patient injury and no known delay in surgery.